Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08710 inches. Device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 434 mg/dl. Customer alleged that insulin pump was under delivering. Customer was using insulin pump within 48 hours of reported event. Customer was using auto mode on insulin pump. Customer declined troubleshooting for under delivery. Insulin pump will be returned for analysis.